Manufacturer narrative:
(B)(4). (Diaphragmatic).

Event description:
It was reported that the pt experienced dizziness and nausea. After being programmed for approx 1.2 hours and taking medication, the pt became pale and diaphragmatic. The pt turned off the stimulation but had no change of symptoms, so the stimulation was turned back on. The health care professional reduced the amplitude from 1.2v and 1.1v to 1.0v and the symptoms subsided. It was noted that the pt had not eaten prior to the reprogramming session. All impedances were within normal ranges. It also was reported that the programmer had two out of regulation (oor) conditions. After interrogation, the message appeared to reduce amplitude values. The pt had been on an upright position during both oor incidents. During the second oor event, the pt reported no unpleasant side effects and good symptom suppression. During troubleshooting, voltages were increased 0.6v with no oor message. Additional info has been requested, a follow-up report will be sent if additional info becomes available.